Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an ophthalmological procedure, the suture broke quickly and became lint. Another device was used to complete the case.